Event description:
Foley placed at beginning of surgery. During surgery 40ml of baby formula irrigated into foley into the bladder. Attempted to irrigate additional fluid, but foley fell out of the bladder. The tip of the foley was not intact. At the end of the surgery, the md performed a cystoscopy and pulled the piece of rubber of the foley out of the bladder. FDA safety report ID # (B)(4).